Event description:
It was reported that this patient's implantable pulse generator (pacemaker) had loss of capture on the right ventricular (rv) channel and false ventricular episodes. The ventricular events looked like noise usually seen in an magnetic resonance imaging or operating room environment. The provided information suggests the device remains in service and that no adverse patient effects were reported. Attempts to obtain additional information were unsuccessful.